Event description:
It was reported intraoperatively the patient suffered from a convulsion. CT scan was normal and the patient was treated with urbanyl. The device remains implanted. The physician does not allege the event was caused by the device. Additional information has been requested.